Manufacturer narrative:
The insulin pump had noisy motor during rewind due to faulty motor. The device passed the prime, displacement and basic occlusion tests. It also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a growling noise during rewind and prime. The customer also reported that for the last couple of months he had had to change the infusion set due to receiving no delivery alarms. The blood glucose value was 298 mg/dl. Troubleshooting was not performed. The device was returned for analysis.